Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was having an issue with "other message". The complaint was classified based on the customer care advocate (cca) documentation. On the morning of (B)(6) 2011, the patient's meter displayed the alleged "unknown error message". The cca was advised by the reporter that the patient manages her diabetes with oral medication (unknown type and dosage), diet and exercise and denied making any changes to the patient's normal diabetes management routine in response to the alleged issue. The reporter claimed that the patient developed symptoms of being "lightheaded and jittery" but denied any treatment in response to these symptoms. At the time of troubleshooting, the cca noted that the reporter was "unable and/or unwilling" to go through the proper testing technique as recommended per the owner's booklet to resolve the alleged issue. Replacement products were sent to the patient. Although the patient denied receiving any medical intervention, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.